Event description:
It was reported that the cartridge was defective. There was no reported impact to the customer's blood glucose level. The customer replaced the cartridge and continued to use the pump for insulin therapy.